Manufacturer narrative:
Insulin ump passed the self test and displacement test. Hardware low level alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1 of the ambient light sensor(u1).

Event description:
Customer reported via phone call that the insulin pump had pump error hardware low level failures. Customer's blood glucose level was unknown. Customer was able to successfully clear the alarm. Fill cannula was recorded in daily history. Customer was advised to perform self test and self test pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.